Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps was analyzed and found the customer reported burn marks and missing material near the instrument tip. Failure analysis determined the primary finding to be thermal damage to the instrument main tube, consistent with the customer complaint. A 1.23 mm piece of material was missing and not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of failure mode thermal damage instrument main tube and detached fragment are typically attributed to the user, most commonly caused by improper cleaning during reprocessing or over-reprocessing.

Event description:
It was reported that during central processing procedure, the cadiere forceps instrument appears to have a burn mark and area missing near tip. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not observed during the procedure and damage was discovered later; no patient injury, instrument collision, or missing fragments were reported.